Manufacturer narrative:
Correction: the implantation date had inadvertently been incorrectly identified as at some point in (B)(6) 2021. The exact date is however known. Section d6a. - if implanted, give date: (B)(6) 2021. Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 12th july 2021. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. The lens was cleaned, and no cosmetic defects were observed. The lens was measured with the miq system in añasco and measured a diopter of 26.92d, which is within specifications. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification.  A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight and ethnicity: information unknown/ not provided. Date of event: unknown/ not provided. Implant date: lens was implanted sometime in (B)(6) 2021. Telephone number: (B)(6). . Telephone number: (B)(6). Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient was operated bilaterally with zfr00 intra-ocular lenses (iol) in (B)(6) 2021. Upon patient complaints during post-op examinations, surgeon decided to do an iol exchange. As per recent information, od (right eye) iol exchange was done in march 2021 and os (left eye) on the (B)(6) 2021 with the os lens being collected for evaluation upon surgeon's agreement with medical affairs. Through follow-up we learned that the lens was explanted on the (B)(6) and that the main issue was blurry vision. No additional information was provided. This report is for the os lens. A separate report will be filed for the od lens.